Manufacturer narrative:
Customer reported that a pyxis anesthesia es system application froze during a procedure, hard rebooted and after it came back up it froze again. The length of the delay to patient care was disclosed as approximately 10 minutes. The procedure in process was a colonoscopy. The medication needed was fentanyl, versed. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that there was corrupt windows operating system files and ran a script to successfully repair them. After the script was run the device functioned as normal and no other issues were identified. .

Event description:
Customer reported that a pyxis anesthesia es system application froze during a procedure. The devic was rebooted and after the application restarted the device froze again. The length of the delay to patient care was disclosed as approximately 10 minutes. The procedure in process was a colonoscopy. The medication needed was fentanyl, versed. No patient or user harm was reported.